Event description:
It was reported that a patient had a stroke in (B)(6) and fell. The patient's lead broke in her back. The lead and implantable neurostimulator (ins) were both replaced in (B)(6) of 2010. No further information about the event was provided. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID 3998, lot# v005884, implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
Additional information received reported the patient received assistance from her physician or manufacturer representative and her concerns were resolved.